Manufacturer narrative:
Additional information: it was detailed that the event was a common complication and preliminary evaluation showed that many factors could have caused the r estenosis/occlusion. Patient gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient had one resolute integrity coronary drug eluting stent implanted in (B)(6) 2019. The patient had undergone coronary angio graphy due to unstable angina, which showed severe stenosis in the left anterior descending (lad) artery, and the resolute integrity stent was implanted in the lad. The patient's condition improved after the operation. Approximately 5 years later the patient suddenly fainted and was admitted to hospital. A follow-up coronary angiography showed in-stent restenosis and occlusion in the lad stent. The restenosis and occlusion were treated with a non-medtronic drug-eluting balloon and the operation was successful. No further p atient injury reported.